Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device implant procedure, the physician had difficulty in positioning the right ventricular(rv) lead. The lead was attempted to fix at multiple positions to facilitate adequate parameters. After multiple attempts, the helix did not extend smoothly and was taking longer than usual to extend. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.